Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that the patient underwent an unknown surgery on an unknown date in 2024 and suture was used. When the surgeon was doing the suturing of the ima (internal mammary artery), the suture snapped. There was no patient consequence. No further details were provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/20/2024. H6 component code: g07002 no device problem found. H6 component code: c22 - photo analysis. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. H3 investigational summary; the product was returned to ethicon for evaluation. One folder with a detached needle and one needle-suture piece that pertains to the product 8732h was received for analysis this product code is double-armed. Additionally, a photo was provided with one open sample in a plastic bag. During visual inspection of the returned sample, the detached needle presents marks that appear to be caused by a surgical instrument. The extreme of the suture piece was noted to be cut, probably caused by a surgical instrument. Also, the strand presents a knot formed with surgical technique. In addition, the functional test was performed in the needle- suture piece using an instron equipment, and the tensile force was above the minimum requirements. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. One strand double-armed outside its packaging that pertains to the product 8732h was received for analysis this product code is double-armed. Additionally, a photo was provided with one open sample in a plastic bag. Upon visual inspection of the sample, the strand was knotted between them. Addition, the functional test was performed in a section using an instron equipment, and the tensile force was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.